Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient was diagnosed with post-op complication of right breast seroma and had seroma drainage procedure. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Seroma is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the instruction for use (IFU). This MDR represent the ae of right breast seroma (device #3). Additional mdrs were submitted to represent the aes of delayed wound healing (device #1, device #2, device #3 & device #4) and right breast seroma (device #1, device #2 & device #4) & left breast seroma (device #1, device #2, device #3 & device #4). Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned.

Event description:
Per clinical trial (B)(4): on (B)(6) 2020, patient was hospitalized and underwent bilateral primary reconstruction; pre pectoral, using an imf incision. 4 pieces of galaflex were used. No concomitant procedures were done. On (B)(6) 2020, right breast seroma was reported. Patient had seroma drainage procedure on (B)(6) 2020. Resolved without sequelae on (B)(6) 2020. Review by medical affairs identifies the right breast seroma as likely related to the device and serious.